Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, peeling of the adhesive was observed on the bending section cover of the cysto-nephro videoscope. Additionally, no image was displayed, and the image appeared black. No patient involvement occurred.